Event description:
The customer reported an intermittent saturation fault while fluoroing in the auto mode. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage cable connectors. System operates as intended. (B) (4).